Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part number: 292.623s, lot number: 7l27990, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a. Device history review - a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal end of left humerus. After inserting the guide wire in question, the length of a screw was measured and while drilling the tip of the guide wire broke and remained in the bone. Surgeon judged impossible to remove it because it was completely inside the bone. The sales rep told the surgeon that the guide wire was made of stainless steel and discussed the risk of corrosion with the surgeon. After the discussion, the surgeon had no choice but to close the incision with the broken tip left in the patient¿s body. Surgery was completed successfully without any surgical delay. The surgeon recognizes that this event was a technical error and not a product-related problem. This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).